Event description:
Trifecta valve tf-25a implanted (B)(6) 2013. Severe aortic valve regurgitation diagnosed (B)(6) 2022 requiring emergency valve replacement. We were never notified that there was a problem with valve. Surgeon indicated valve deteriorated with much calcification. Stroke (B)(6) 2021 possibly linked to valve deterioration as I was taking eloquis. FDA safety report ID# (B)(4).